Manufacturer narrative:
(B)(4). (B)(6). Additional PMA/510(k) number k072642. Product will not be returned by the cust.

Event description:
It was reported that the ilrght screw fractured in the patient's mouth. The fractured portion of the screw was removed and a new screw was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev (B)(6); torque matrix - internal connection; page d. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Complainant reported patient came to the clinic with the screws fractured. Doctor remove the fractured portion of the screw and place another screw based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.